Event description:
The consumer reported an unconfirmed false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. The consumer tested negative on (B)(6) 2023 (type of test unknown). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded; single-use device.

Event description:
The consumer reported an unconfirmed false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. The consumer tested negative on (B)(6) 2023 (type of test unknown). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.